Event description:
Guidant received information that this implantable lead exhibited oversensing, and was found fractured due to free floating rubbing because it was not sutured down after the last procedure. The lead was explanted. In septemeber 2004 additional information was received stating the patient had several nonsustained ventricular tachycardia episodes and inhibition of pacing due to noise. The patient appears asymptomatic.